Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache and infection. There was no report of patient harm or injury. The device was returned to the manufacturer. There was no visible foam degradation found upon evaluation. The customer's complaint could not be confirmed. In addition, the device was scrapped.